Event description:
Patient reported having a "textured", "ruptured" right implant. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having a "textured", "ruptured" right implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on anterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on anterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b5, b6, d1, d4, d.6b, g4, h4, h6.

Event description:
Patient reported having a "textured", "ruptured" right implant. Device has been explanted.

Event description:
Patient reported having a "textured", "ruptured" right implant. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6,b.3,d.9, h.3, h.6.